Event description:
It was reported that there was an alert heard due to lead integrity alert (lia) tripping on the right ventricular (rv) lead for over sensing/noise, short v-v's and superior vena cava (svc) and rv coil impedances high and out of range. It was noted that there was a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Beginning (B)(6) 2014, ventricular sensing integrity counts up to 85; non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv coil impedance spiked to 254 ohms that was trending 40-50 ohms with variability. On (B)(6) 2015, svc coil impedance spiked to 254 ohms from a 50-60 ohm trend with variability. Concomitant product: 407652 lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the full lead was returned in segments. Analysis of the lead indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo.